Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the device met all manufacturing specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the console device was working intermittently. According to the reporter, there was no specific symptom other than the motor device did not work when plugged into the console device. However, the motor device worked as expected with another console device. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.